Event description:
It was reported that the respiratory therapist was one of 3 staff members transferring a pt. Reportedly, she was at the head of the bed bagging the pt during the transfer. It was reported that the transporter was at the controls at the foot of the bed and they were entering an elevator foot first. Reportedly the transporter was having trouble starting and stopping the power bed and was unable to prevent the squeeze of the respiratory therapist's left arm between the elevator door and the side of the bed.

Manufacturer narrative:
Issue due to inadequate manipulation of bed movement by unskilled operator.